Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of shortness of breath. The right atrial (ra) lead exhibited no capture. It was also identified that the ra lead was not sensing and undersensing. The ra lead remains in use but intervention is planned. No further patient complications have been reported as a result of this event.